Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the patient retore an anterior cruciate ligament (acl) three weeks after getting the brace. No further information (current patient condition, medical intervention performed, etc.) Is currently available.